Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was increased impedance, that the patient received some shocks, and that the lead was broken near the clavicle. The lead was replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable and fine".